Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that at least one of the foley catheter tray received was missing lubricant. It was also reported that the foley catheter was defective as the catheters patient had did not drain for a week and leaked. Nurse changed the foley and found the tip looked weird and the hole was small. It was also reported that the patient's current foley catheter was also leaking. It was noted that the patient had been using the products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met specifications. A potential root cause for this failure could be "machine speed out of parameters". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: a labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at least one of the foley catheter tray received was missing lubricant. It was also reported that the foley catheter was defective as the catheters patient had did not drain for a week and leaked. Nurse changed the foley and found the tip looked weird and the hole was small. It was also reported that the patient's current foley catheter was also leaking. It was noted that the patient had been using the products for less than 90 days.